Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the patient had connected the transfer set to the patient line of the homechoice set prior to the completion of the prime cycle. Baxter's technical service center assisted the home patient in ending therapy early. Per the home patient, no patient injury or medical intervention associated with this incident.